Event description:
It was reported that this patient underwent routine defibrillation threshold (dft) testing. During the dft test, the device didn't convert the ventricular fibrillation (vf) arrhythmia initially at 65 joules, but successfully converted at 80 joules. Upon review of the post operative x-ray, the physician decided to reposition the electrode. Ultimately, the physician elected to explant and replace the electrode. No additional adverse patient effects were reported.